Manufacturer narrative:
Medivators distributor received a call from facility faculty member who reported exposure to rapicide opa-28. They indicated that the facility had a 4 gallon spill, where this faculty member spent 4 hours working in a relatively small area to clean up the spill. The exposure symptoms reported include eyes burning and throat/inhalation conditions related to the extended exposure time. They stated that they were wearing ppe including a mask, but not a respirator. They reported this event to their manager and they referred to the sds on file. Medivators ra followed up and it was reported that no additional medical attention was sought. It was not reported how the spill occured. This complaint will continue to be maintained in medivators complaint system.

Event description:
The case states that a faculty member experienced burning eyes and throat, and respiratory inhalation exposure symptoms while cleaning up a rapicide opa high level disinfectant spill.